Event description:
The home patient (hp) reported at the end of therapy on the homechoice (hc), there was a power failure and the hp shut the hc off, then turned the hc back on and re-primed using the same supplies, which is indicative of a user error. The hp had the hc shut off when the technical service representative (tsr) spoke to her. The tsr reviewed the alarm log and a reload set message was found. The tsr assisted the hp to open the door to take the cassette out. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.